Event description:
Reporter indicated that the site's dell handheld computer would freeze during system diagnostic tests. Following the system diagnostic tests, the patient was found to be re-programmed to 1.0 ma. The patient was re-programmed to her correct settings. Good faith attempts to return the handheld and software are being made.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a serious injury or death.